Event description:
On (B)(6) 2012 customer reported that they obtained failing estradiol calibrations on the dxi 800 analyzer. There were no patient samples analyzed from the estradiol reagent pack in question. Therefore, patient results and patient treatment were not affected. Customer technical support (cts) assisted the customer with troubleshooting. Customer stated that they removed the estradiol pack from one instrument to use on the other instrument to calibrate estradiol. Cts confirmed that the customer knew the packs should not be shared between instruments, and that the customer shared the packs in order to prevent wasting a pack. Cts confirmed that the customer was able to get calibration to pass in order to get quality control set up before the instrument was used. The root cause of the event was user error due to pack sharing.

Manufacturer narrative:
(B)(4).